Event description:
It was reported that after the patient had heart surgery things weren¿t working right and they weren¿t making it to the bathroom. The patient stated it may be related to anesthesia. The patient was eating and would call back tomorrow if needed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va05ngv, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).